Event description:
It was initially reported when the patient had a generator replacement that she was also having an increase in seizures, unknown if above or below baseline or if it was related to vns. No further information was provided. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator. In the lab, the generator output signal was monitored for 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.